Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 7x60mm absolute pro self-expanding stent system (sess) was used in the procedure; however, the stent became loose from it's sheath (prematurely deployed). Therefore, another stent was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted device damages (multiple stent sheath kinks, multiple jacket bends, bent strain relief) causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.